Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit's display was missing segments. There was no patient involvement with this event.

Manufacturer narrative:
One sample was received for analysis and the reported failure of 'unit display was missing segments' was verified. This is a known issue and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the n65 pulse oximeter display was missing segments. There was no patient involvement with this event.